Manufacturer narrative:
(B)(4). The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device will not be returned. Therefore, no analysis or testing can be done. Device labeling addresses the reported event as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Healthcare professional reported patient had an adverse reaction to the seri® surgical scaffold. Seri® surgical scaffold was used due to the patient having poland syndrome and was concomitantly placed on the right side with a silicone gel breast implant. Patient experienced ¿breast pain¿, the "wound itself opened up on its own", ¿drainage¿, "some inflammation¿, and "some viscous fluid in the pocket but it did not appear purulent". The seri® surgical scaffold and breast implant were explanted and the events have resolved without sequelae.